Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 2017865-2019-13921. It was reported that the patient's current right ventricular lead was explanted due to noise. It was also noted that an older right ventricular lead previously capped (B)(6) 2018 due to noise was also explanted. The patient was stable.